Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot #b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient's mother contacted animas stating her daughter has been using defective cartridges and has smelled insulin when bolusing. She has changed cartridges and has not mentioned any moisture in the cartridge compartment of the pump but cannot be certain that insulin did not leak. The patient's blood glucose levels have been elevated (states the patient woke up with blood glucose levels in the upper 200 mg/dl range, took a correction bolus and had a reading of 319 mg/dl and then 363 mg/dl at the time of the call to animas). The patient has had nausea and headache associated with the blood glucose levels. Although the patient experienced symptoms, the symptoms are not indicative of a serious diabetic injury.